Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was received in sealed package which had punctured the outside. Both anchors t1 and t2 were out of device and appears that the device was cycled at least once with actuator push assembly sitting behind needle overmold assembly. The depth gauge is moved from the manufactured position. A functional evaluation revealed that the device was cycled at least once as first cycle put actuator behind where t1 implant would be if in device. Second deployment put actuator back inside the needle overmold assembly behind where t2 implant would be if in device. Depth gauge moves as intended, needle and shaft are as manufacture specified. Deployment knob moves freely and releases itself back to proximal position. The suture thread is free from frays, knicks, or any other damage. The slip knot of the suture moves as intended. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during meniscal repair procedure, after deploy of t1 the fast fix t2 deploy prematurely. T1 was removed successfully. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.